Event description:
It was reported that during a polypectomy procedure, the cord disconnected and the plug detached from the handle of the device. The polyp was located in an unspecified portion of the large bowel. The 20mm rotatable polypectomy snare was advanced to the lesion, however, after applying cautery to the snare approximately 3 times the cord disconnected and the plug detached from the handle. The physician attempted to re-connect the plug by screwing it in place but this was unsuccessful. The device was removed and the procedure was completed with another of the same device, no patient injuries or complications were reported. The patient's status is reported as "good".

Manufacturer narrative:
The complainant indicated that the device was disposed of at the user facility and will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.